Manufacturer narrative:
Siemens service engineer checked the system, took it apart and checked all connections. He found a bad connector in computer and fixed the problems. The system is within the specifications now and the problem has not reoccurred.

Event description:
The fluoroscopic/uroscopic machine stopped working during the procedure and came up with an error 644/32 exposure/cassette blocked. The surgeon had the left kidney halfway dilated with the balloon inflated in the kidney. The system was shut down and had to be rebooted. After the system restarted, the surgeon was able to finish the procedure without any failures.